Event description:
It was reported that the connector was broken off of the external pulse generator (epg). The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the connector was broken. It was also noted that the battery contacts were contaminated, and the ring cover and ring were missing. (B)(4).